Event description:
The user facility reported that an employee strained his back and shoulder while moving a 3080 sp surgical table. It is unknown if medical treatment was sought or administered.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and observed a buildup of rust around the table's casters which made the table difficult to move. While onsite the technician replaced all four of the surgical table's casters, tested the surgical table, confirmed it to be operating according to specification, and returned it to service. The technician counseled the user facility regarding a preventive maintenance program to ensure routine checks for damaged or worn parts. The table was manufactured in 1997 and is 27 years old. The surgical table is not under steris service contract for maintenance. It is unknown who is responsible for completing preventive maintenance activities for the surgical table subject of the event. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and observed a buildup of rust around the table's casters which made the table difficult to move. While onsite the technician replaced all four of the surgical table's casters, tested the surgical table, confirmed it to be operating according to specification, and returned it to service. The table was manufactured in 1997 and is 27 years old. No additional issues have been reported.